Event description:
It was reported that during a shoulder cuff repair surgery, the front end of anchor broke. The procedure was successfully completed with no significant delay, using a backup device in the same bone hole. A front cross locator was used to prepare the insertion site. No patient injury was reported. A revision surgery was not performed and all broken piece were removed.

Manufacturer narrative:
Updated information. One twinfix ti 3.5mm suture anchor was returned. The complaint stated that ¿the front end of anchor broke¿ and "a front cross locator was used to prepare the insertion site¿. Per instructions for use, a 2.5mm drill bit is the recommended prep instrument. The titanium anchor and ultrabraid suture were not returned. The only piece returned was the inserter. There is no damage noted. Observed causes for anchor fracture can be excess torque applied and loss of axial alignment. Instructions for use for this device includes technique-specific instructions, such as: ¿do not use sharp instruments to manage or control the suture. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Either predrilling or use of a punch type device are recommended for site preparation, depending on the bone quality. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. No complaint root cause associated with the manufacture of this device was confirmed. Corrected information.